Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system was missing images from the image directory. No patient injury was reported.